Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. There was no patient involvement during these events. This report is 8 of 14. Please see the following patient identifiers for the related events: (B)(6).